Event description:
It was reported that the patient with this left ventricular (lv) lead experienced infection. A revision was performed end the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and this left ventricular (lv) lead were explanted. Additional information indicated that the system was extracted due to secondary infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).